Manufacturer narrative:
(B)(4). Date of event: only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that 3 patients have experienced post-op bleeding within the past 2 weeks which required a transfusion. One is considered an intraluminal gi bleed. The other two are suspected to be bleeding within the intraperitoneal cavity. Any bleeding during the procedure would have been controlled with one (or a combination) of the following technologies...horizon clips, suture, harmonic, electrosurgery, argon, surgicel, and/or evicel. He can¿t say for certain that the bleeding is related to the staple lines.